Event description:
Our rep. Reports that during an acl repair with the use of the mitek rigidfix system, upon attempting to remove one of the guide tubes, a portion of the distal end of the guide tube broke off within the pt's condyle and remains captured within the bone. The repair was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
This type of failure of associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail, break off. In this particular case the historical hypothesis is confirmed. In a follow up conversation with our rep., who was witness at the procedure, states that this is exactly what happened. The surgeon did not follow the prescribed technique for removing the sleeve from the bone, he instead, torqued the device back and forth to failure, leaving approx 1/4 inch of material from the distal end of the instrument buried into the bone. The surgeon c-armed the pt and was comfortable that the device was captured well within the bone, not free floating and not proud. This event was technique driven, a user issue. Although the surgeon feels that there was no injury to the pt the fact that the broken fragment was not retrieved from the pt, posses the possibility that pt injury could potentially occur. We do not know what impact, if any; this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. At this time, no further action is required. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent which this complaint is observed in the field.